Manufacturer narrative:
A steris field service technician arrived onsite, inspected the washer, and identified the second rinse electronic thermostat required replacement. The electronic thermostat was heating the thermal rinse water to about 200ºf which would generate excessive steam within the chamber. The technician replaced the second rinse electronic thermostat and adjusted it to turn off at 180ºf, tested the unit, and confirmed it to be operating according to specification. Table 3-1 of the operator manual states "rinse 2: hot tap water heated and maintained at 180ºf (82ºc)." Also, "warning - burn hazard: wear protective gloves and face shield whenever reaching into the chamber." Steris has discussed the importance of wearing ppe when using the washer with the or manager.

Event description:
The user facility reported when an employee opened their reliance 430 washer's door, steam escaped and burnt the back of the employee's hand and forearm. The employee sought medical treatment and was administered a topical ointment for the burns. The employee subject of the reported event did not work for two days and returned to light work duties.